Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Conclusion summary: on (B)(6) 2018 it was reported that the device gave an incomplete mesh on previously recovered cadaveric donor skin. Cutter 6452, 1511966 was used in the reported event. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller and roller gear were replaced. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the collars, bushings and gear were replaced. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the cutter produced an incomplete cut and was deemed non-repairable after the collars and gear were replaced. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was out of specifications but produced a passing sample mesh. The roller and roller gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing test mesh. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The collars and gears were replaced on both cutters. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and roller gear. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. The roller and roller gear had visible damage and the device was outside calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 2:1 ratio cutter produced an incomplete cut and was deemed non-repairable. The roller and roller gear had visible damage and the device was outside calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.